Event description:
The implant malfunctioned due to a stuck component. The malfunction did not cause or contribute to a death or serious injury.

Event description:
The user indicated the implant failed, however based on the available information the exact issue could not be identified. The initial report did not have the correct event type documented, the correct event type, serious injury, is provided in this follow-up report.